Manufacturer narrative:
It was reported that the patient experienced an mrsa infection and subsequently had the device explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with a new device. This report is submitted on 28 july 2020.

Manufacturer narrative:
This report is submitted on 7 july 2020.

Event description:
Per the clinic, the patient experienced pain at implant site and was treated with topical antibiotics and steroids. Explant of the device has been planned but has not been confirmed to have taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on 2 september 2020. Attachment: [174940-device analysis report.pdf]